Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused to provide.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the motor controller (mc) pcba and blower assembly was tested and no failures were identified. The 1122 error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.